Event description:
Hcp reported that pt had undergone replacement of a baclofen pump catheter in 2002. Pt developed some drainage from the back wound and presented with a fever. Pt was admitted to the hosp with a pocket infection that cultured positive for staph. Aspiration of the catheter revealed non purulent material and the back wound did not appear to be infected. The device system was explanted and returned to the MFR for analysis. A follow up report will be filed when additional info is received.